Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The following functional tests were performed: the philips field service engineer (fse) checked the device and it was running intermittently and operating per specification. The fse suggested to the customer it could be a cleaning issue. The customer re-cleaned the patient's skin, and reconnected the spo2, the instrument resumed normal operation. To solve the problem. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia cm100 patient monitor indicating that the spo2 cannot be measured, no error code found. The device was in clinical use at time of event, no adverse or user harm was reported.